Manufacturer narrative:
One syringe infusion pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had a cracked top case and damage to the left and right plunger case. Review of the device data log noted a "check clutch" error message. Functional testing included use and occlusion testing. The occlusion test confirmed the field observation. It was found that the two screws that hold the plunger tube to the carriage were broken off. The plunger tube, carriage, and clutch halves with the leadscrew and spring were replaced. Based on the evidence, the complaint was confirmed. The root cause was determined to be attributed to the plunger tube screws being broken off.

Event description:
Information was received indicating that this syringe infusion pump exhibited a check clutch message. No adverse effects were reported.